Event description:
It was reported that during a percutaneous coronary intervention treatment procedure the balloon failed to deflate. The target lesion is unknown. The polarcath 0.14 was selected, however, the balloon was unable to be deflated. It was further reported they shifted the catheter and eventually was able to release the pressure and deflate the balloon. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).